Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During evaluation, visible foam degradation was observed in the device assembly. No error codes were found in the device log history. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.